Event description:
Patient implanted in 1998 in nasolabial folds and upper vermilion borders. Onset of infection and extrusion 11/1998. Patient treated with keflex 11/30/1998, revised and treated with trovan 12/02/1998. Implant explanted and patient treated with trovan in 1998.